Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Manufacturer narrative:
Product-specific information (d4 unique device identifier, d4 expiration date, and h4 date of manufacture) is unknown at the time of this MDR writing and fields have been noted as unknown or left blank as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 79-year-old man underwent hrpci with impella cp after surgical cut down for right subclavian arterial access. On removal of the dilator the peel away sheath collapsed but still permitted the pump to be inserted. The case was successfully completed and the device explanted in the usual fashion. There were no patient consequences.